Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing during atrial flutter. The sensing vector at the time of the shock was set to the alternate sensing vector. The patient also has a pacemaker implanted along with this system. The patient was in the hospital at the time of the events. Technical services discussed the electrograms with the physician. The doctor elected to leave the programming unchanged due to the implanted pacemaker system. There were no additional adverse patient effects. The system remains implanted. It was reported that this patient is a concomitant transvenous pacemaker and sicd. The patient received three inappropriate shocks due to device sensing issues. The system remains in service. No adverse events were reported.

Event description:
It was reported that this patient is a concomitant transvenous pacemaker and sicd. The patient received three inappropriate shocks due to device sensing issues. The system remains in service. No adverse events were reported.